Event description:
As reported by our affiliates in chile, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by right transfemoral approach. During the procedure, the insertion of the esheath+ was done without issues. However, abnormal resistance was observed upon the delivery system with the valve reached the tip of the esheath+. Under fluoroscopy, it was possible to see the valve make a sudden "jump," likely secondary to accumulated tension. The valve implantation was completed in a standard manner with very good hemodynamic and angiographic results. Nevertheless, upon completion of the procedure and removal of the delivery system and esheath+ as a single unit, adequate hemostasis was not achieved, resulting in significant bleeding. Subsequently, upon inspection of the esheath+, it was found that the distal tip was damaged, with a protruding plastic spike. It was considered likely that this alteration caused a femoral artery rupture during esheath+ removal, explaining the bleeding. Finally, the injury was successfully repaired surgically, without requiring a blood transfusion. The patient recovered well and was in stable condition.

Manufacturer narrative:
Investigation is ongoing.